Event description:
Upon interrogation during the follow-up of (B)(6) 2016, the device was found in standby mode. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly reinitialized during the follow-up of (B)(6) 2016 and its normal functioning was restored.

Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
Upon interrogation during the follow-up of (B)(6) 2016, the device was found in standby mode.preliminary analysis results confirmed the reported switch in standby mode, which occurred on (B)(6) 2016. It was most probably due to a single event upset (seu). The device was properly reinitialized during the follow-up of (B)(6) 2016 and its normal functioning was restored.